Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the wake button was difficult to press and pump alerts were not enunciating as anticipated. Additionally, it was reported the customer had difficulties loading multiple cartridges onto the pump. There was no reported impact to the customer's blood glucose level. The customer declined to provide further information.